Manufacturer narrative:
(B)(4). Exemption number: e2014018. Evaluation on-going.

Event description:
It was reported to aesculap (B)(4) that an elan 4 1-ring diamond burr x-coarse d7.0 (part # gp177r) (ref. Associated MDR ID 2916714-2016-01047), an elan 4 1-ring diamond burr x-coarse d6.0 (part # gp176r), an elan 4 1-ring diamond burr coarse d4.0 (part # gp168r) (ref. Associated MDR ID 2916714-2016-01049), and an elan 4 1-ring diamond burr coarse d5.0 (part # gp169r) (ref. Associated MDR ID 2916714-2016-01050), were used during an ears, nose and throat (ent) procedure. According to the complainant, diamond grains were observed falling from the device burrs into the operating area. The surgeon immediately observed the grains through the microscope and removed them from the site. No known patient complications occurred as a result of the event.